Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records have been received and pending further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft system and an afx vela suprarenal extension for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2019. On (B)(6) 2025, the patient presented to the physician¿s office and the angiogram revealed that there was a type ib endoleak (right common iliac artery), type ii endoleak, and aneurysm enlargement. The physician elected to implant an ovation ix iliac limb and an afx vela suprarenal aortic cuff and the type ib endoleak was resolved, however the type ii endoleak remained. The patient is stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.